Manufacturer narrative:
Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset parameter occurred on (B)(6) 2010 08:52:32 for write to locked ram, addr=129e. In addition, there was a patient alert for por on (B)(6) 2010 08:52:32. A call to technical services came in on (B)(6) 2011 to report a por. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A call to technical services came in on (B)(4) 2011 to report a por. Of note, the reportable injury is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(4) 2010. Information was subsequently received on (B)(4) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset (por) occurred. The device was checked, and software was reinstalled and manual changes were made. Information gathered through follow-up revealed the patient died approximately three weeks after the por. The cause of death was a myocardial infarction secondary cause arteriosclerotic heart disease.